Manufacturer narrative:
The device was returned and evaluated by product analysis on 02/23/2017 with the following findings: review of the pump¿s black box revealed a related call service 064 alarm. During the prime sequence, the alarm was received. The piston was found to have been jammed. Unrelated to the complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.